Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The caller reported that the customer was admitted into the hospital and diagnosed with diabetic ketoacidosis. The blood glucose results obtained at the hospital were not provided. The hospital treated the customer with novorapid insulin, remeron, and unknown drugs for increasing potassium and magnesium. The customer was discharged from the hospital on (B)(6) 2021.